Manufacturer narrative:
Patient data was not provided. Section a was left blank. Console logs were reviewed and confirmed the reported failure. The returned aic was tested on a lab bench where the failure mode was successfully reproduced. Battery 1 was found to be not charging. After replacing the original batteries with known good ones, no battery-related alarms or issues were observed, and both the power battery manager and batteries operated within specifications. Furthermore, the aic was run with a known good pump and purge cassette for an hour without any issues. The battery kit was replaced and a full functional check was performed on the aic before returning the device to the customer.

Event description:
The complainant reported that automated impella controller (aic) battery failure issues were encountered when the aic was turned on. Patient harm was not reported.